Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device did not advance the next clip, spit clip, and the next clip was pear shaped. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information unavailable. No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.